Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the received three inappropriate shocks due to lead noise on the right ventricular (rv) lead. The rv lead also exhibited high pacing impedance which had suddenly risen and a drop in pacing thresholds. A possible lead fracture is suspected. The right ventricular (rv) lead was explanted and replaced. It was noted that at the laser explant a proximal piece of the lead wire could easily be taken out which pointed to possible fracture around rib-clavicle region. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.